Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he believed the insulin pump was dying. The insulin pump alarmed no delivery when he tried to bolus. The customer was able to hear a clicking noise. Customer's blood glucose level was 400 mg/dl. The customer treated his blood glucose level with a manual injection. The device was not returned.